Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the cause of the high impedance was not determined.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown. Product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting a new ins implanted. At the implant procedure there was high impedance on one side, in which one contact was >40,000 ohms and contact 10 was 16,000 ohms. A second ins was used in place of the first, however this did not resolve the impedance issue. There were no external factors noted that led to the event. There will be no further surgical action taken to resolve the issue. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2018-12329 for details pertaining to the reportable related event.]